Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the data monitor was black. Upon troubleshooting, the fse found that the 230v power input for data monitor was not available and the fuse in the crcb (control room connection box) was defective. To resolve the reported issue, the fse replaced the fuse of the power supply in the crcb, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to start up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.